Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke when the physician was about to perform the sphincterotomy. Reportedly, they lost access to the bile duct. The procedure was completed with a second dreamtome rx 44. There were no reported user injuries nor patient complications as a result of this event.

Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. Also, the working length was observed separated in three sections and the cutting wire was observed kinked at the proximal section. The complaint was consistent with the reported event of cutting wire broken. It is most likely that a peak of voltage could have caused the failures noted. Furthermore, the working length separated and the cutting wire kinked are known issues caused during manipulation of the device or due to the interaction with the endoscope or with other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Correction to (occupation), (report source).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke when the physician was about to perform the sphincterotomy. Reportedly, they lost access to the bile duct. The procedure was completed with a second dreamtome rx 44. There were no reported user injuries nor patient complications as a result of this event.